Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus china, omsc surmised there was the possibility this phenomenon was attributed to the pressure sensor failure on the main board of the subject device. Also, the manufacturer of the pressure sensor had concluded previously that the accidental failure in the manufacturing process had been able to cause the damage of the pressure sensor and its incidence had be rare. Furthermore the manufacturer had already improved the manufacturing process to decrease the incidence of failure further. The damaged pressure sensor in this case was manufactured before the improvement. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the power of the subject device did not turn on at the unspecified timing. The user completed the procedure with another device. At the incoming inspection for the repair, olympus china checked the subject device and duplicated the reported phenomenon. There was no patient injury associated with this report.